Event description:
As reported by the edwards lifesciences affiliate in (B)(6), this 27-year-old patient with a (B)(6) valve model implanted in pulmonic position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and four (4) months due to severe stenosis and incompetence leading to a peak gradient of 83mmhg. As reported, patient presented with fatigue, shortness of breath and a poor quality of life. A 23mm transcatheter valve was implanted within the edwards surgical valve. Patient was discharged in stable condition after the procedure. However, a reintervention procedure was required on post-operative day twenty-eight (28) due to an immobile leaflet which could not be re-mobilized [reported under MFR report number 2015691 2024 07364].

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). Section e1: the contact telephone number is: (B)(6). However, it could not be included in the corresponding field as it reports a format error when saving. H11: additional manufacturer narrative. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.